Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements. The lock had rotational movement when unit was not under pressure. When unit was not under pressure, this would not have caused a slippage. The reported complaint was not confirmed. The definite root cause could not be reliably determined. No device history record (DHR) review was possible as the provided serial number (B)(6) does not appear to be a valid integra number. No other lot or serial number was provided during the complaint investigation. Integra is closely monitoring this reported condition.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped during a posterior cervical fusion on (B)(6) 2020 when the surgeon re-adjusted the clamp before prepping. The patient suffered a 7cm laceration on the side of the head which was washed and stapled to close. There was a 30 minute delay in surgery with no adverse consequence to the patient. Patient's condition was stable.